Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No issues related to measurement accuracy were identified during testing. The unit was determined to be fully functional., corrected data: model # corrected from 9513-r to 24871.

Event description:
The customer reported the psi value is over 60, but they changed other modules its value was normal. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the psi value is over 60, but they changed other modules its value was normal. No patient impact or consequences were reported.